Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for less than an hour the cannula had not deployed and the pod's pink slide had not moved forward upon initial activation.

Manufacturer narrative:
The device was received not deployed. During the investigation, the device deployed with no issue upon the reset and activation of the device. The download data indicates that the device completed the first prime at pulse 45 and was then deactivated at pulse 45. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.